Event description:
It was reported that the patient presented in the emergency room with post-sensed t wave oversensing. The patient received inappropriate high voltage therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.